Event description:
The surgeon reported that poor actuation of the cutter occurred during surgery. The cutter worked without a problem at the beginning of the surgery but the inner cutter stopped working properly during core vitrectomy. The cutter was replaced with another one and the surgery was completed. No patient harm was reported. No additional information is expected.

Manufacturer narrative:
The sample is expected but has not been received by the manufacturing facility. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).